Event description:
It was reported that the customer has been having fluctuating blood glucose levels ranging from 344mg/dl to 50mg/dl. The customer also reported that the insulin pump is cracked, has crust due to leakage on the reservoir and battery compartment. It was also reported that the drive support cap is indented. Customer's blood glucose level at the time is 344mg/dl. Advised insulin pump would be replaced. No additional information was provided.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test. The insulin pump had a cracked case at a display window corner near the up arrow button, minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip. No moisture damage or debris was noted on the reservoir tube. No moisture damage was noted on the electronic assembly or motor.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.